Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for diabetic ketoacidosis. On (B)(6) 2018 at 4:30 a.m., the patient was feeling unwell. The blood glucose result was 26.0 mmol/l at 7:30 a.m. And insulin bolus of 5.5 units was delivered. The blood glucose level dropped to 20.0 mmol/l at 9:30 a.m. The patient felt extremely nauseous at 11.21 a.m. With a blood glucose result of 26.6 mmol/l. The paramedics were called and the patient was admitted into the hospital around 1:30 p.m. The type of treatment given to the patient at the hospital was unknown. The blood glucose results at the hospital were unknown. The patient was discharged from the hospital on (B)(6) 2018. The infusion device was requested to be returned for product evaluation.